Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site evaluate the suspect device. The fsr replaced the non responsive touchscreen and ran operation verification procedure test on the unit. The unit passed all test and performed as per manufacturing specifications.

Event description:
The customer reported that their vela ventilator had a blank display. The customer reported that there was no patient involvement.